Event description:
Follow up provided additional patient information.

Manufacturer narrative:
Device information unavailable. Physician's first name and address was not provided at this time.

Event description:
It was reported that the patient had a trial procedure abandoned. The physician attempted to implant a lead but was unable to do so due to some obstructions and patient sensitivity. As a result, the trial procedure was abandoned.